Event description:
Same case as MFR # 2134265-2012-02897. It was reported that during an angioplasty treatment procedure, the guide wire became stuck with the catheter. The 75% de novo target lesion was located in the moderately calcified non-tortuous non-specified artery. The physician used an unspecified sized coyote balloon catheter to dilate the lesion. While attempting to withdraw the catheter from the lesion, it was noted that the device became stuck on the choice guide wire. The devices were removed without incident as a unit. No patient complications were reported and the patient status is fine

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).